Event description:
Boston scientific received information that this right ventricular lead exhibited high shocking lead impedance measurements. No adverse patient effects were noted.

Manufacturer narrative:
Additional information has been received that this device continues to display high shock impedance measurements. The health care provider informed boston scientific that when this issue first occurred approximately eleven months ago, the patients right ventricular (rv) lead was tested with defibrillation threshold (dft) test and found that the lead is still functional. This issue continues to be monitored and this report will be updated if further testing, intervention or adverse patient effects occur. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.